Event description:
Pt's partner reports pt experiences ongoing jaw pain with first bite and headache, md aware. Pt's partner also reports pump beeps occasionally with occlusion alarm, typically occurs when changing pump and cassette. Pt's partner reports when changing to alternate pump it goes away, both pumps work fine. Pt did get 2 new replacement pumps recently and same thing happens with those. Pt's partner is not sure if pt is not keeping tubing properly but when alternating pumps it works fine. Pump serial number and expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with a patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, did we replace device? No did the patient have a backup device they were able to switch to? Yes, was the patient able to successfully continue their infusion? Yes, is the therapy life-sustaining? Yes, what is the outcome of the event? Unknown. Pt codes: 1994, 1880. Device code: 1013. Referenced report: mw5177095.